Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that patient experienced an autoimmune response towards the implant. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the entire system was explanted to address the issue. Additional information indicates that the patient experienced repeated wound dehiscence at both surgical sites with noted clear fluid.